Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced migration of the device (seen as device dislocation). A hysterectomy was performed around 3 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus") and fallopian tube perforation ("perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device.") In an adult female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal attempt/othet injury or complications: failed removal attempt" in 2015. The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), the first episode of vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis, candida albicans"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea/nausea"), weight increased ("weight gain/weight gain/loss (specify which one) gain"), alopecia ("hair loss/hair loss"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"), the second episode of vulvovaginal candidiasis ("candida albicans"), hypersensitivity ("allergy or hypersensitivity reaction type:") and vulvovaginitis ("vulvovaginitis"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, device allergy, dyspareunia and pain outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, the last episode of vulvovaginal candidiasis, hypersensitivity and vulvovaginitis had not resolved and the dermatitis allergic had resolved. The reporter considered alopecia, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, vulvovaginitis, weight increased, the first episode of vulvovaginal candidiasis and the second episode of vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device:left cornual region") and fallopian tube perforation ("perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device.") In a 30-year-old female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain/loss (specify which one) gain") and experienced depression ("depression"), anxiety ("mental anguish"), rash maculo-papular ("rashes or skin conditions type:maculopapular rash") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis") and candida infection ("candida albicans"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced complication of device removal ("failed removal attempt/othet injury or complications: failed removal attempt"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement") and hypersensitivity ("allergy or hypersensitivity reaction type:"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device expulsion, menstrual disorder, device allergy, dyspareunia, complication of device removal, pain, depression, anxiety, rash maculo-papular and vaginal infection outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic had resolved. The reporter considered alopecia, anxiety, candida infection, complication of device removal, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, rash maculo-papular, vaginal infection, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Fallopian tubes perforation. Migration of essure device. Malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received event " vaginal infection, maculopapular rash" were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus") and fallopian tube perforation ("perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device.") In an adult female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal attempt/othet injury or complications: failed removal attempt" in 2015. The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), the first episode of vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis, candida albicans"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), nausea ("nausea/nausea"), weight increased ("weight gain/weight gain/loss (specify which one) gain"), alopecia ("hair loss/hair loss"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"), vulvovaginal candidiasis ("candida albicans"), hypersensitivity ("allergy or hypersensitivity reaction type:") and the second episode of vulvovaginitis ("vulvovaginitis"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy in (B)(6)2015, salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, device allergy, dyspareunia and pain outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, vulvovaginal candidiasis, hypersensitivity and the last episode of vulvovaginitis had not resolved and the dermatitis allergic had resolved. The reporter considered alopecia, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, vulvovaginal candidiasis, weight increased, the first episode of vulvovaginitis and the second episode of vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: candida infection and allergic or hypersensitivity reaction (unspecified) were added. Laboratory data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device:left cornual region") and fallopian tube perforation ("perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device.") In a 27-year-old female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal attempt/othet injury or complications: failed removal attempt" in 2015. The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In 2014, the patient experienced migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced weight increased ("weight gain/weight gain/loss (specify which one) gain"), alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis"), depression ("depression"), anxiety ("mental anguish") and candida infection ("candida albicans"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement") and hypersensitivity ("allergy or hypersensitivity reaction type:"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)).essure was removed. At the time of the report, the device expulsion, menstrual disorder, device allergy, dyspareunia, pain, depression and anxiety outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic had resolved. The reporter considered alopecia, anxiety, candida infection, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. New events added: depression and mental anguish incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device:left cornual region") and fallopian tube perforation ("perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device.") In a 27-year-old female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal attempt/othet injury or complications: failed removal attempt" in 2015. The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In 2014, the patient experienced migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("weight gain/weight gain/loss (specify which one) gain"), alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis"), depression ("depression"), anxiety ("mental anguish") and candida infection ("candida albicans"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement") and hypersensitivity ("allergy or hypersensitivity reaction type:"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device expulsion, menstrual disorder, device allergy, dyspareunia, pain, depression and anxiety outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic had resolved. The reporter considered alopecia, anxiety, candida infection, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, menstrual disorder, device allergy and dyspareunia outcome was unknown. The reporter considered device dislocation, menstrual disorder, device allergy and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced migration of the device (seen as device dislocation). A hysterectomy was performed around 3 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was detected after insertion. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgical device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device - location of device: left essure device noted in left corneal region of the uterus") and fallopian tube perforation ("perforation (fallopian tube)") in a female patient who had essure (batch no. Do1968) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal attempt". The patient's concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), rash ("allergic or hypersensitivity reaction(skin rash)"), vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vulvovaginitis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), alopecia ("hair loss") and pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device expulsion, fallopian tube perforation, menstrual disorder, device allergy, dyspareunia, vulvovaginitis, migraine, headache, nausea, weight increased, alopecia and pain outcome was unknown and the rash had resolved. The reporter considered alopecia, device allergy, device expulsion, dyspareunia, fallopian tube perforation, headache, menstrual disorder, migraine, nausea, pain, rash, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: failure to occlude (close) fallopian tubes malposition of essure device , perforation (fallopian tube) and other did not work quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: fu from pfs+mr: new events: rash, vulvovaginitis, migraine, headache, nausea, weight increased, fallopian tube perforation, alopecia, device difficult to use, pain were added and previously reported event ¿ device dislocation¿ updated with ¿device expulsion¿. Reporter, patient demographic information, all other relevant history updated. Product start date updated, batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device: left cornual region/failure to occlude fallopian tube'), fallopian tube perforation ('perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device') and uterine perforation ('uterine perforation') in a 27-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and gestational diabetes. Concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included ferrous sulfate (ferrous sulphate) in 2014, ibuprofen since 2014, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines/migraine/headache/migraine/headache") and headache ("headaches/migraine/headache/migraine/headache"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain/loss (specify which one) gain") and experienced depression ("depression/psychological or psychiatric problems:depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), rash maculo-papular ("rashes or skin conditions type:maculopapular rash/rashes or skin conditions type: maculopapular rash") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis") and candida infection ("candida albicans"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced complication of device removal ("failed removal attempt/othet injury or complications: failed removal attempt"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"), hypersensitivity ("allergy or hypersensitivity reaction type:") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, device allergy, dyspareunia, complication of device removal, pain, depression, anxiety, rash maculo-papular and vaginal infection outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic and genital haemorrhage had resolved. The reporter considered alopecia, anxiety, candida infection, complication of device removal, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, rash maculo-papular, uterine perforation, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy note: plaintiff was currently planning for essure removal. Treatment for pain, allergy, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Fallopian tubes perforation. Migration of essure device. Malposition of essure device, perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device:left cornual region/failure to occlude fallopian tube'), fallopian tube perforation ('perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device') and uterine perforation ('uterine perforation') in a 27-year-old female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and gestational diabetes. Concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6) 2007, (B)(6) 2014) and trochanteric bursitis. Concomitant products included ferrous sulfate (ferrous sulphate) in 2014, ibuprofen since 2014, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and paracetamol (acetaminophen). In 2014, the patient experienced migraine ("migraines/migraine/headache/migraine/headache") and headache ("headaches/migraine/headache/migraine/headache"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain/weight gain/loss (specify which one) gain") and experienced depression ("depression/psychological or psychiatric problems:depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), rash maculo-papular ("rashes or skin conditions type:maculopapular rash/rashes or skin conditions type: maculopapular rash") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis") and candida infection ("candida albicans"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced complication of device removal ("failed removal attempt/othet injury or complications: failed removal attempt"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"), hypersensitivity ("allergy or hypersensitivity reaction type:") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, device allergy, dyspareunia, complication of device removal, pain, depression, anxiety, rash maculo-papular and vaginal infection outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic and genital haemorrhage had resolved. The reporter considered alopecia, anxiety, candida infection, complication of device removal, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, rash maculo-papular, uterine perforation, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy note: plaintiff was currently planning for essure removal. Treatment for pain, allergy, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: failure to occlude (close). Fallopian tubes perforation. Migration of essure device. Malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device - location of device: left essure device noted in left corneal region of the uterus/ migration of essure device - location of device:left cornual region/failure to occlude fallopian tube'), fallopian tube perforation ('perforation (fallopian tube)/migration of essure device location of device/malposition of device location of device') and uterine perforation ('uterine perforation') in a 27-year-old female patient who had essure (batch no. Do1968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and gestational diabetes. Concurrent conditions included body mass index normal, gravida ii, parity 2 (date of births: (B)(6)2007, (B)(6)2014) and trochanteric bursitis. Concomitant products included ferrous sulfate (ferrous sulphate) in 2014, ibuprofen since 2014, medroxyprogesterone acetate (depo-provera) since (B)(6)2014 and paracetamol (acetaminophen). In 2014, the patient experienced migraine ("migraines/migraine/headache/migraine/headache") and headache ("headaches/migraine/headache/migraine/headache"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient was found to have weight increased ("weight gain/weight gain/loss (specify which one) gain") and experienced depression ("depression/psychological or psychiatric problems:depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), rash maculo-papular ("rashes or skin conditions type:maculopapular rash/rashes or skin conditions type: maculopapular rash") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"). In (B)(6)2015, the patient experienced alopecia ("hair loss/hair loss"), vulvovaginitis ("vulvovaginitis") and candida infection ("candida albicans"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced complication of device removal ("failed removal attempt/othet injury or complications: failed removal attempt"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reactions to the device"), dyspareunia ("painful intercourse"), dermatitis allergic ("allergic or hypersensitivity reaction(skin rash)"), nausea ("nausea/nausea"), pain ("pain strong pain located throughout the entire body/ pain then transitioned to sharp stabbing pain in left hip which radiates down anterior lle during movement"), hypersensitivity ("allergy or hypersensitivity reaction type:") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy in (B)(6)2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, device allergy, dyspareunia, complication of device removal, pain, depression, anxiety, rash maculo-papular and vaginal infection outcome was unknown, the fallopian tube perforation, migraine, headache, nausea, weight increased, alopecia, hypersensitivity, vulvovaginitis and candida infection had not resolved and the dermatitis allergic and genital haemorrhage had resolved. The reporter considered alopecia, anxiety, candida infection, complication of device removal, depression, dermatitis allergic, device allergy, device expulsion, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, nausea, pain, rash maculo-papular, uterine perforation, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: discrepancy note: plaintiff was currently planning for essure removal. Treatment for pain, allergy, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: failure to occlude (close). Fallopian tubes perforation. Migration of essure device.. Malposition of essure device , perforation (fallopian tube) and other did not work. Coils got lost in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: event abnormal bleeding, uterine perforation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.